Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No pump error 23 or pump error 49 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 476 mg/dl. Customer stated that insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind process. Customer stated that insulin pump had pump error alarm two times after battery change. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.